Manufacturer narrative:
H.6. Investigation summary: 251239 #3143197 . We could confirm this issue as a report from returned sample and photo. This issue was contamination. No issue in retention sample. No issue in DHR. No trend. Root cause was undetermined. We will continue to monitor this lot. The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 12-oct-2023 h3 other text : see h.10.

Event description:
It was reported that prior to use with bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) "black" foreign matter was discovered in the media. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, black spots were found in the media and the affected media was thus not used.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) "black" foreign matter was discovered in the media. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, black spots were found in the media and the affected media was thus not used.